Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. There were calcification deposits observed on the shocking coils. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up, the low energy shock impedance was 205 ohms. Technical services reviewed the device data. The weekly low-energy shock impedances have ranged from 150 to 205 ohms. The impedances are high but within normal limits. There was no defibrillation threshold testing at implant or at the pulse generator replacement procedure last year. Technical services discussed the impedances with the clinic. Later, the doctor explanted and replaced the electrode with a new one. There were no additional adverse patient effects.

Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 205 ohms. Technical services reviewed the device data. The weekly low-energy shock impedances have ranged from 150 to 205 ohms. The impedances are high but within normal limits. There was no defibrillation threshold testing at implant or at the pulse generator replacement procedure last year. Technical services discussed the impedances with the clinic. Later, the doctor explanted and replaced the electrode with a new one. There were no additional adverse patient effects.